Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a high blood glucose. Then customer's blood glucose level was 462 mg/dl. The troubleshooting was performed. The customer changed the infusion set and check setting alarm. The customer found no alarm history. The customer was advised to check the blood glucose very often. No further information was reported.